Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that the balloon has a pinhole at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.